Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shock therapy due to noise that was being oversensed and low amplitudes when programmed in the primary vector. Additionally, review of stored episodes from 2022 found the device delivered inappropriate therapy when programmed to secondary vector. Subsequently, the device was explanted, and the electrode was surgically abandoned. A transvenous system was implanted successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shock therapy due to noise that was being oversensed and low amplitudes when programmed in the primary vector. Additionally, review of stored episodes from 2022 found the device delivered inappropriate therapy when programmed to secondary vector. Subsequently, the device was explanted, and the electrode was surgically abandoned. A transvenous system was implanted successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.